Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of vascular tissue injury and occlusion are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. Based on the information provided, a definitive cause for the reported backwall stitch could not be determined. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm.. The patient effect and treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional abdominal aortic aneurysm repair (aaa) procedure. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 18fr and the aaa procedure was completed. Reportedly, post procedure it was noted that the suture of one of the proglide devices caught the back wall and shut down the vessel causing damage. A cutdown was performed the remove the proglide suture, repair the vessel and achieve hemostasis. No additional information was provided.